Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart an audible alert eight times issuing from the implantable cardioverter defibrillator (ICD). The audible alerts fit the magnet alert description. According to the patient these alerts had not been heard prior to implant of the left ventricular assist device (lvad). The ICD remains in use. No patient complications have been reported as a result of this event.